Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted as during implant procedure, it was found to be defective and it did not go through the desired vein. The lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted as during implant procedure, it was found to be defective and it did not go through the desired vein. The lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.